Manufacturer narrative:
The reported complaint of the autopulse platform (serial #32858) displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review, but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform in which could have caused, or contributed to the reported user advisory (ua) 41 error message. The autopulse platform worked as intended. Per the customer, the autopulse platform was stored in a compartment on a fire engine most of the time, it is parked in a large garage structure. The autopulse platform was placed on a hard surface at the time of use. A fire engine sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours will increase the internal temperature of the autopulse platform, and cause the occurrence of ua41 error message. Per parsed archive, the daily check was performed by the customer. Therefore, the probable root cause for the reported complaint was due to the storage condition. Upon visual inspection, no physical damage was observed on the autopulse platform. Also, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding, and resistance due to a sticky clutch. The root cause of the sticky clutch was likely attributed to normal wear and tear of the platform. The autopulse platform was manufactured in april 2015, and it is 5 years old, reached its expected service life of 5 years. Deburring of the clutch plate was performed to remedy the issue. A review of the archive data showed multiple user advisory (ua) 41 error messages occurred around the reported event date, thus confirming the reported complaint. As a precautionary measure, the temperature sensor was replaced. The temperature sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. The autopulse platform passed the initial functional testing without any fault, or error. Performed blowing hot and cool air directly to the location of the temperature sensor mounted. Observed the sensor response respectively to the temperature increase/decrease. Measuring the resistance of the temp sensor is functioning. Checked and confirmed the cable connection from the temperature sensor to the pdb was not loose. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault, or error.

Event description:
During patient use, the autopulse platform (sn: (B)(4)) displayed a user advisory, "(ua) 41" (patient temperature sensor failure) error message on the screen panel. Crew couldn't clear the error message, and immediately reverted to manual CPR. Per reporter, the autopulse platform displayed ua41 error message during multiple shift checks. No consequences, or impact to patient. Per reporter, the autopulse platform was stored in a compartment on a fire engine where most of the time it is parked in a large garage structure. The platform was placed on a hard surface at the time of use.